Event description:
On (B)(6) 2013, patient reported the infusion set leaked insulin and this resulted in hyperglycemia (value unknown). Her target blood glucose is 180-200 mg/dl, and she changed the headset and bolused to treat hyperglycemia. The cannula was not bent or kinked, and she does use an insertion device. The headset had been in use for 2 days, and the infusion site was located on her abdomen. The alleged infusion set was discarded and will not be returned for evaluation. Four attempts were made to gather additional information from the patient, and these were not successful.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA. Device will not be returned.

Manufacturer narrative:
No product was returned for evaluation. The reference samples were visually inspected and tested for flow and leak. All test results were within specifications. The batch record 5019446 was verified and found within specifications. Device was not returned to manufacturer.